Event description:
Procedure: lavh. According to the reporter: dr. (B)(6) was sewing the vaginal cuff using the endo-stitch with vloc reload. He took a bite of posterior tissue and the needle cam dislodged from the jaws. He then took a laparoscopic device to grasp the needle and try to push it through the tissue manually. While he was doing this the needle broke in half and one half of the needle was recovered, but they state they could not find the other half of the needle. Dr. (B)(6) decided to leave the portion of needle in the pt. He completed the surgery without further incident. The pt is doing fine at end of procedure. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).